Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the returned device and did not identify any issue. A functional evaluation revealed a black screen when the camera head was plugged in. Button beeps could be heard but the right button functioned intermittently. The connector was manipulated and a blank screen appeared intermittently. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a faulty button control board or internal damage to the cord.

Event description:
It was reported that, the "camera head lens" did not white balance. No case reported; therefore, there was no patient involvement. Results of investigation have concluded the camera head functional evaluation revealed a black screen when the camera head was plugged in; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.